Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2005, a monarc sling was implanted, "then three surgeries later was told my body was ejecting the mesh." "I was back last year (2010) removing more of the mesh and I believe I will be going again in the next couple of months as I am feeling more."